Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2026, the patient experienced a sensor failure during the warm-up period and replaced the sensor. The reported event occurred later that same evening with the replacement sensor (captured in this report). At the time of the event, the patient was also using an omnipod insulin pump. Limited details were provided regarding the second sensor. No fingerstick bg or cgm values were reported. The patient stated she felt hypoglycemic and had difficulty raising her bg levels despite eating. She reported feeling ill and experiencing vomiting. No additional symptoms were reported. During the call, the patient described the cgm readings as being approximately ¿20 points off,¿ but later indicated that the symptoms were likely related to her illness. The patient¿s spouse contacted emergency medical services (ems). Upon arrival, ems administered intravenous glucose to stabilize her bg levels. The patient remained at home, and no further medical intervention was required. At the time of follow-up on 04/14/2026, the patient reported improvement in her condition but stated she was still not feeling well and continued to recover at home. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. It has been reported that there was a difference in readings of 20 points off. There were no reported glucose values available to search within the parkes error grid calculator on (B)(6) 2026. The data investigation found a difference in values that falls within the b zone of the parkes error grid on (B)(6) 2026. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).